Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 7482, serial# (B)(4), explanted: 2013-(B)(6), product type extension. (B)(4): final analysis of the extension found ¿a breached cut was observed on the #0 <(>&<)> 3 proximal connector leg. The #0 conductor wire was cut (overstress/damage). A cosmetic depression was observed on the molded rubber.¿

Event description:
It was reported the patient¿s extension was explanted and replaced due to a ¿break/fracture¿ at the ¿distal¿ end. It was noted the issue was resolved with the replacement procedure. The patient was ¿alive¿ with ¿no injury¿ at the time of report. A supplemental report will be filed if additional information is received.